Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, air/water flow issues from the air/water flow system. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was foreign material in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: nozzle has foreign objects; due to damage on upwards/downwards knob, water tightness is lost, due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; adhesive on bending section cover or distal sheath rubber has a white-clouded area; adhesive on bending section cover or distal sheath rubber has a chip; plastic distal end cover has a scratch; connecting tube has a scratch; due to a cut on heat shrinking tube of forceps' elevation lever, expected insulation capacity cannot be obtained; and electric connector has discoloration due to water leakage; connecting tube has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.